Manufacturer narrative:
(B)(4). Device not returned to manufacturer for evaluation. The device was discarded. Device not returned.

Event description:
It was reported that the abutment screw (B)(4) fractured inside of the implant. The fractured piece was removed from the implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: IFU p-iis086gr rev. E 11/2015. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. Clinician provided x-ray was evaluated and the screw fracture was confirmed. Therefore, the alleged complaint is confirmed. A singular cause cannot be determined.